Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient experienced pain in her hip and her pump was "out of juice." Per the patient, the pump helped the pain in her back but not in her hip. The patient could not get comfortable in any position due to the pain. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) on 2018-jun-26. It was reported that when asked to clarify the report that the pump was "out of juice," the hcp stated "call her, she needs ortho for hip" in reference to orthopedic surgery. When asked when the event first occurred, it was noted that the patient's last refill was on (B)(6) 2018 with 3ml residual. When asked for the cause of the pump being out of juice, the hcp stated "she had nondisplaced fracture completed by osteomyelitis (B)(6) 2017 with tha (B)(6) 2017." The hcp was unable to clarify the meaning of "tha" as there was nothing else in the patient's file.